Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers 1.11 and 1.12 kept failing. A field service engineer replaced two single mini engines, during the process, accidentally damaged a mini engine cable and replaced it with a new one. The customer tested the unit and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawers 1.11 and 1.12 kept failing. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.